Event description:
A report from the field indicated that an orbis sigma valve, was implanted in 2001 in a patient who had been previously diagnosed with nornal pressure hydrocephalus. After the operation, the nph symptoms improved. Then a chronic subdural hematoma happened and resolved with trephination in 2001. At this time the peritoneal cathetr was tied off. At the beginning of 2002, the doctor untied the peritoneal catheter, valve was flowing. Because of nph symptoms reoccurence, the doctor tested the valve using contrast medium and concluded the csf was not flowing in the peritoneal catheter. Valve was explanted in 2002. Doctor noted serious adhesion of the peritoneal catheter that could not be entirely removed. A new valve was implanted. Patient condition is reported as satisfactory.